Manufacturer narrative:
H6: fdc d14 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device and an open pouch were returned in a double plastic bag. The pouch was open from 3 of 4 sides when returned. There were no traces of contamination observed on the returned device. However, traces of deep striations were observed on the inner shaft near the distal end of the inner hub. The inner assembly spun by hand with no binding sound observed. The device was easily secured into a handpiece and oscillated up to 7,500rpm. There was no wobbling observed during the functional testing of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the blade was removed from the box and connect to the handpiece. They founded that the blade was not running normally. The blade was wobbling and there was 5 minutes delay in the procedure. They used backup product to complete the procedure. There was no patient impact. Handpiece when connected with other blade worked as intended.